Event description:
It was reported that hours after a primary laparoscopic gastric bypass procedure (omega loop), the surgeon had to perform a re-laparoscopy to stop bleeding from the staple lines. The bleeding was stopped using sutures. The patient was in stable condition immediately after the event. No more information at the moment. The customer disposed of the device and reloads.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.